Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had unexpected restart alarm. The blood glucose level was 165 mg/dl. The troubleshooting was performed. The insulin pump error alarm was occurred shortly after inserting a new battery. The insulin pump will not be returned for analysis.